Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: plug strap separated.

Event description:
Healthcare professional reported a right side "plug strap separated" and "removal from textured to smooth due to the concerns of the product." Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side "plug strap separated" and "removal from textured to smooth due to the concerns of the product." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Other-technical: unable to confirm as it is a technical event not related to the device. Additional observations: yellow particles on the surface of the shell. Delamination observed. No further actions are required as the device was implanted.